Manufacturer narrative:
H10: the device was returned for evaluation. The device passed self test and preventative maintenance testing. The device was operating as programmed. The event log was reviewed without similar alarms found. The infusion of fentanyl was initially programmed as described in the customer's complaint, but was modified 21 minutes into the infusion. The programmed dose was modified from 10 to 50, which forced a recalculation of the rate field from 50 to 250 ml/hr. The remaining vtbi at the time of change forced the duration to update from 5 hours to 55 minutes. The reported problem was not confirmed.

Manufacturer narrative:
The device was received for evaluation and investigation is in progress.

Event description:
The customer reported that a plum 360 pump experienced programming issue with a fentanyl drip in the emergency room that resulted in a bag infusing much to rapidly. The bag mixed was fentanyl 10 mcg/ml in a 250 ml bag. The prescribed programming parameters was to infuse fentanyl at 50 mcg/hr. The pump over-delivered 240 ml of fentanyl, nothing was left in the bag and should have delivered only 10 ml in 2 hours. The set used was a standard plum IV tubing set. There was no effect on the patient since patient was intubated and being ventilated. There was no medical interventions required for the patient and there was no patient harm.